Event description:
The customer reported that she was hospitalized with a low blood glucose of 10 mg/dl. The customer stated that her mother called her home in the morning, and when she didn't respond, she notified her neighbor to check on her. The paramedics were called, and she was taken to the hospital. The customer tracked her blood glucose levels for that day, and stated that she was 70 mg/dl, treated with food, then 130 mg/dl at 2:38 am, then 36 mg/dl at 8:00 am. The customer also reported cracks on the screen and reservoir window. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she got a no delivery alarm a few weeks ago. The customer stated that her hcp checked her insulin pump settings, and changed them because she was getting too much insulin at night time. Advised the customer that the insulin pump would be replaced due to the damage. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had cracks near the corners of the display window, at the reservoir tube lip and battery tube threads.